Event description:
Customer reported that during his training demonstration at the college, the restraint was in use with his student and while disengaging the restraint the hook and loop part ripped off. The date when the issue was discovered is unk. No pt incident or injury was reported.

Manufacturer narrative:
Results: evaluation of the returned product confirmed the reported issue and revealed that one of the wrist cuffs has a torn blue hook, but the loop remains attached to the cuff. The wrist cuff can still be closed with the first set of the hook and loop straps, only the second set of the blue hook and loop is torn. There is no physical damage to the other cuff. (B)(4).